Manufacturer narrative:
The product was returned for analysis. Iol returned in two pieces in the lens case base. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. The root cause for the reported "capsular rupture" could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction with an intra-ocular lens (iol) implant procedure, the patient experienced capsular rupture, and hence the surgeon decided to replace the lens. Additional information has been requested.